Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing was able to replicate the e22 error. The root cause of the reported error is undeterminable. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c01900 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were segregated and reworked to address the non-conformance. The handpiece passed final inspection prior to release for distribution. The current user manual um0101-00 rev. G, aquabeam robotic system user manual was reviewed. Table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x.. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedural set-up, the aquabeam robotic system generated an "e22 - motorpack error" message, which was resolved using troubleshooting steps, and priming and jet alignment were completed successfully. However, during the first treatment pass, the aquabeam robotic system generated another "e22 - motorpack error" message, which couldn't be cleared despite multiple troubleshooting attempts. A second aquabeam handpiece was used, but the error persisted. A second aquabeam motorpack was also utilized, but the error still persisted. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem. Component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.